Event description:
"Limb lengthening and then insertion of an intramedullary nail ". Author: s. Robert rozbruch md, et al., published by the association of bone and joint surgeons 2008. According to the study, a total 27 patients who underwent lengthening using the classic ilizarov method it was documented on the paper that there was one deep pin infection that was treated with removal, curettage, and administration of six weeks of intravenous antibiotics.

Manufacturer narrative:
It was reported from a literature review that the patient developed deep pin infection. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. It was reported that the patient was treated with removal, curettage, and administration of six weeks of intravenous antibiotics. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The paper was published in 2008. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.